Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The most probable root cause for the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitant medical products: truliant tib imp ps insert sz 4.5 11mm (cat# 02-022-35-4511 / serial# (B)(4)). Truliant ps cem fem ps cem right sz 4.5 (cat# 02-020-11-0345 / serial# (B)(4)). Truliant tib imp ps insert sz 4.5 11mm (cat# 02-022-35-4511 / serial# (B)(4)). Truliant tib fit tray cem sz 4.5f/3.5t (cat# 02-022-45-4535/ serial# (B)(4)). Advanced patella 35mm 3 peg implant (cat# 200-07-35 / serial# (B)(4)).

Event description:
As reported, approximately 2.5 years postop, this (B)(6) y/o male patient had a revision done based on right femur being loose. The doctor advised rep of this revision. Patient was last known to be in stable condition following the event. The device is not available for evaluation as hospital retains all retrievals.